Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument was available for investigation. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available, the root cause is not comprehensible. The current failure rate is outside the risk analysis, risk analysis has to be adjusted. H3 other text: device not returned.

Event description:
Country of complaint: (B)(4). During surgery the working end of instrument (susi scissors) broke off and fell in situ. The surgeon was able to remove the fragment. Surgery delay was no longer than 15 minutes. No patient information provided.